Event description:
Customer reported that their pump screen was dark and would not turn on, which caused their blood glucose levels to exceed 500 mg/dl. Although specific values were unknown, "high" was displayed. Initial troubleshooting by technical support suggested checking the power source and attempting to charge the pump, but these steps did not resolve the issue. Further instructions were provided to try different charging equipment, which also failed. Ultimately, technical support decided to replace the pump. The customer was informed about the replacement and was provided with guidance on the return process and future usage. Replacement pump was sent, and the customer had backup therapy using multiple daily injections (mdi).